Event description:
It was reported that a clearlink catheter extension set leaked. The customer stated that the leak was from "where the tubing is slipped into the luer ends." Patient involvement is unknown. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.